Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had to change the infusion set and reservoir multiple times because her blood glucose was rising. Customer stated that she had 2 questionable lots of reservoirs and one of infusion sets. Customer stated that she did not have bent cannulas, air bubbles and did not received any alarms. Customer stated her blood glucose was around 400 mg/dl. Customer had to treat with manual injection and was able to get her blood glucose to go down. Customer declined to troubleshoot as the issue was resolved by the set change and the manual insulin injection. Nothing further reported.